Event description:
The customer reported falsely low modular glucose (glucm) results, for two patients, involving the unicel dxc 600 synchron system. Subsequent analyses of the patients' samples recovered higher glucm results for both patients. Patient #1 obtained an initial result of 49 mg/dl and recovered a value of 109 mg/dl after reanalysis on an alternate analyzer. Patient #2 obtained an initial result of 39 mg/dl and recovered values of 133 and 134 mg/dl after reanalysis on the original analyzer. The erroneous results were not released out of the laboratory. There was no patient injury associated with this event. The customer completed system maintenance and calibration and noted quality control (qc) was within the acceptable limit at the time of the event. The customer was advised to review patient results and reanalyze all samples back to the last acceptable quality control. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the glucose module reagent syringe. The fse noted bubbles in the cup assembly during reagent cycle and updated the system's software to the latest version (5.0.13 ) and replaced the glucose module to resolve the issue. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. Glucose module.